Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121200/7483468 UDI: (B)(4). Patient medications: zebeta, mobic, and losartan.

Event description:
On (B)(6) 2011, this patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images dated (B)(6) 2019, revealed there is a possible type I b endoleak (unknown if on the ipsilateral or contralateral limb) which is causing aneurysm sac enlargement. Reportedly there were past attempts at embolization, the field sales associate was not present and not aware of any intervention¿s until notified by a new physician that is new to the patient, follow up visit on (B)(6) 2019. It was reported there were two other embolization procedures and it is unknown what type of endoleak the physician was attempting to treat. On (B)(6) 2019, there was a reintervention and coil embolization of the iliolumbar junction due to the sac continuing to grow (aneurysm sac enlargement amount is unknown). On (B)(6) 2019, the physician performed a lumbar puncture and filled the aneurysm sac with glue. The patient tolerated these procedure but the aneurysm sac continued to grow (amount of growth is unknown). On (B)(6) 2019, the physician reintervened and implanted two additional devices, one in each iliac artery to extend the implanted grafts and more coiling was performed. The patient tolerated the reintervention.